Event description:
Per complainant, the caster wheels are spinning freely, and the user is a double amputee, and has fallen forward. User had to be hospitalized for this, and ended up with a hemorrhage on the brain. User was on blood thinner, and with the injury it caused the hemorrhaging, user had to have surgery, and during surgery had a stroke. Provider notes that end user will be provided with an appropriate replacement chair.